Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that there was a mild discrepancy between the arctic sun device patient temperature (pt) and the philips monitor. Using ts foley probe. Advised some discrepancy was normal because of the slaving the patient temperature (pt) from one device to another. Nurse swapped out temperature out cable with one from another device, but still noting 0.7c difference between device and monitor. Advised to focus on patient temperature (pt) registering on the device and suggested reaching out to biomed for brand new cable to see if the temperature out cable was the source of the issue. Encouraged to call back for additional support as needed.

Event description:
It was reported that the nurse stated that there was a mild discrepancy between the arctic sun device patient temperature (pt) and the philips monitor. Using ts foley probe. Advised some discrepancy was normal because of the slaving the patient temperature (pt) from one device to another. Nurse swapped out temperature out cable with one from another device, but still noting 0.7c difference between device and monitor. Advised to focus on patient temperature (pt) registering on the device and suggested reaching out to biomed for brand new cable to see if the temperature out cable was the source of the issue. Encouraged to call back for additional support as needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Using ts foley probe. Advised some discrepancy was normal because of the slaving the patient temperature (pt) from one device to another. Nurse swapped out temperature out cable with one from another device, but still noting 0.7c difference between device and monitor. Advised to focus on patient temperature (pt) registering on the device and suggested reaching out to biomed for brand new cable to see if the temperature out cable was the source of the issue. Encouraged to call back for additional support as needed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.